Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year. The replaced portion of the repaired driveline was returned to the manufacturer for evaluation. The report of a driveline separation at the distal end bend relief was confirmed based on a previously submitted photo. The report of driveline fault alarms was confirmed based on the evaluation of the returned driveline. Approximately 9.5¿ of the external portion/distal end of the driveline was returned. The reinforcing sleeve and distal end bend relief were cut open and removed prior to return. Approximately 4" of the bionate was also removed prior to return. Examination of the bionate and shielding revealed areas with shield breakdown. An electrical continuity test was performed on the 9.5" portion of driveline and a continuity issue was found in the red wire. The remaining shielding and bionate were removed and examination of the underlying wires revealed that the red wire was fractured, adjacent to the metal/controller connector. The conductors of this wire were exposed. The fracture of the wire appeared to be the result of repetitive flexing of the driveline in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The lvad operates on a three phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the red wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's driveline had a separation at the distal end bend relief. The patient had also experienced driveline fault alarms with two different system controllers. The patient was reportedly doing well and was not symptomatic at the time of the events. It was reported that there was no loss of lvad support during the driveline fault alarm events. On (B)(6) 2015, the manufacturer's technical services representative performed a driveline distal end repair. No further driveline fault alarms have been reported since the repair. The patient remained asymptomatic.